Manufacturer narrative:
Additional info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed if required.

Event description:
According to the info received, there was "deflation of the balloon while the device was in a baby." Surgery was required. Best estimate of date of event is 2007. More info has been requested.